Event description:
Patient received emergency room treatment for hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. The patient is a new insulin pump user and is currently working with his certified diabetes educator to adjust his basal rates and carbohydrate ratios. The patient has continued to use the pump with no reported subsequent events.